Event description:
A malfunction occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, resolving the malfunction issue. The customer was advised to continue using the pump and to call back if the malfunction code recurs, which the caller acknowledged and understood.